Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on pcb1. Unit also received with cracked lcd window.

Event description:
The customer reported via phone call that the insulin pump had damaged at the top corner of the screen. Customer¿s blood glucose level was unknown. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.